Event description:
A clinical study reported that the patient initially underwent a total shoulder arthroplasty (tsa). Subsequently, the patient experienced dissociation of the polyethylene component. The patient sustained several falls in 2024; however, the relationship between these events and the implant failure cannot be confirmed. In 2025, the patient reported increased shoulder pain, prompting radiographic evaluation, which demonstrated glenoid polyethylene shear failure of the tsa. As a result, the surgeon revised preserve stem, replicator plate, torque screw, humeral head, glenoid. The outcome is considered resolved. No further information is available.

Manufacturer narrative:
D10: 300-30-08 - eq preserve stem 8mm: (B)(6). 310-00-47 - xs huml head, 47mm xs offset hum head: (B)(6). 300-50-15 - 1.5mm short rep plate: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.